Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). Device evaluation: the product testing could not be performed as the product has been discarded. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H

Event description:
It was reported that lens model, zlb00 multifocal iol (intraocular lens) had dislocated in the patient's right eye (od) after implantation. The doctor further commented that cylinder is off (astigmatism) along with a refractive error. The lens was explanted and replaced with +19.5 diopter lens model, zxt150. No incision enlargement and patient recovered after the replacement. No additional information provided.